Event description:
Patient reported, their gums are receding. And their front bottom teeth are almost exposed to the root. Photos provided, cannot see the gum line, but patient has gum inflammation. And blood between teeth #24 & 25.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.